Manufacturer narrative:
The manufacturer is attempting to acquire additional info from the hospital regarding the event and pt outcome. No further info is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was having hemolysis issues. The pt's lactate dehydrogenase (ldh) level was 1500, plasma free hemoglobin level in the high 20's, no hematuria and there were no issues with increasing white blood counts. It was noted that lab levels will continue to be monitored but pt is at home.

Manufacturer narrative:
Additional information: a specific cause for the reported hemolysis could not be determined. The patient remained ongoing with the implanted device until receiving a heart transplant on (B)(6) 2013. No further events were reported. The hospital was contacted and no additional information regarding the event was received. The pump was not returned for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient received a heart transplant on (B)(6) 2013.